Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p89-22, that has a similar product distributed in the us, list number 07p88, with 510k/PMA/bla number p050051.

Event description:
The customer reported falsely elevated alinity I anti-hbs results generated on the alinity I processing module for one patient. The following data was provided: anti-hbs reference range: = 10 iu/l is protected sid (B)(6): (B)(6) 2026 alinity I anti-hbs result (serum): 1.2 iu/l (B)(6) 2026 alinity I anti-hbs result (plasma): 1.36 iu/l. Other test results provided: hbv dna viral load: negative hbsag confirmatory testing: negative. Sid (B)(6): (B)(6) 2026 alinity I anti-hbs results (serum): 16.58 iu/l, and 16.09 iu/l (B)(6) 2026 alinity I anti-hbs result (plasma): 14.62 iu/l no impact to patient management was reported.